Event description:
It was initially reported by a company representative that a vns patient underwent generator replacement surgery due to battery depletion. The explanted generator was returned to the manufacturer and underwent analysis. Analysis of the returned generator revealed that an open-can measurement of the battery voltage verified that the battery was depleted. Further analysis identified an out-of-specification condition with supply current 1ma. Bench analysis determined that the out-of-specification condition was caused by a leaky q10 component. After q10 was substituted, the device performed according to functional specifications. The out-of-limit supply current 1ma could potentially be a contributing factor to the end-of-service condition; however, results of the battery life calculation indicated that the end-of-service condition was an expected event.